Event description:
Right hip has been replaced with a stryker model, which supposedly was not metal on metal and was not recalled. The past years I kept limping and had continuous pain, went to three other orthop. Surgeons besides the one who did surgery in 2010. All said hip was o.k. For 3.5 years I have been in pain and have been limping after the hip implant in 2010. I have consulted with three other orthopaedic surgeons and was told by all that nothing is wrong, they don't know why I am still in pain and why I am limping. X-rays have been ordered which supposedly showed that all is fine. Only after a national news broadcast from (B)(6) where someone nearly died from cobalt/chromium in his system from a hip replacement did one of the orthop. Surg. Order a blood test for me as well as an MRI. I have a list of cobalt poisoning symptoms of which I have many, including the frequent headaches, dental problems and more. I have been a very healthy senior before surgery and no longer consider myself so.